Event description:
Patient reported left side "pain, fractured capsule into pieces" and "inflammation due to silicone fragments". Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fractured capsule."